Manufacturer narrative:
Uchida, h., nagata, n., yokoyama, h., I, a. Two cases requiring emergency response after wave. 39th meeting of the japanese society of urological endoscopy and robotics, p11-7. Detailed product information was not provided to boston scientific despite good faith effort. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific via an article abstract published in the 39th meeting of the japanese society of urological endoscopy and robotics, adverse events requiring emergency response following water vapor thermal therapy (wvtt) using the rezum system. Case 2 was an 83-year-old man who presented with persistent hematuria after wvtt on day 2 post-procedure. Additionally, the patient experienced urinary retention. After initial bladder irrigation, continuous bladder irrigation was initiated, and the patient was admitted to the hospital. Blood test revealed prolonged activated partial thromboplastin time (aptt) and low activity of multiple coagulants. The patient had a positive lupus anticoagulant test and was diagnosed with antiphospholipid antibody syndrome. Transurethral surgery was performed to remove the intravesical blood clots and achieve hemostasis.